Event description:
It was reported that patient experienced and infection. As a result, patient was administered antibiotics, underwent procedures to clean wound, and patients ipg was explanted on (B)(6) 2025 to address the issue. Infection has resolved.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
An infection was reported to abbott. The patient was administered antibiotics, underwent procedures to clean wound. Infection has resolved. Efforts to identify the device [model number, lot number] information have been unsuccessful. Since lot number information is not available, DHR review cannot be performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.